Event description:
I have been using dexcom stelo since late (B)(6) 2024. I had 2 fail and they replaced them. On (B)(6) I had to remove the dexcom stelo early because it all of sudden my bg registered very high and I used 2 bgm and they verified that my bg (blood glucose) were not as high as the stelo was saying. I started another stelo and it to was reading very high compared to finger poke bgm and it was driving my average bg up. I finally reported the 2nd bad stelo on (B)(6). There are so many people reporting issues with dexcom stelo and g7 on facebook. I have had 2 sensors since the 2 failed and no issues. Dexcom is saying they provide 2 replacement and all sales are final. They are putting a medical product out there and like my doctor office that sells them. They for 1 need to make a better and more accurate devices and stand behind their poor-quality products. Again, many are reporting issues on facebook that I am seeing, most dont even try for replacements and would never file an FDA or bbb complaint. I see dexcom has had issue with the FDA before and it doesn't look like they have made any attempt to upgrade the quality. If dexcom can't improve the quality and accuracy of stelo then it should be removed from the market. I have had to quit using stelo when my current sensor ends. Due to companies being more expensive I wont be able to switch to something else. I have a prescription for libre and was going to pay out of pocket but because I have (B)(6), I can't get the discount they give to others. Libre will give a free trail unless you have (B)(6). Reference report: mw5170891.